Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock. The patient was watching television and had an electric blanket on. Technical services (ts) reviewed and concluded it was probably due to oversensing the noise and programming was considered to be changed to reduce any future inappropriate shocks. This s-ICD remains in service. No adverse patient effects were reported.